Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "distinct shell buckle with a corner". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: voids in the gel, device appearance(nothing unusual is observed on the device), wear abrasion and weigh to the spec. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: an additional analysis is carried out in which no irregularity is detected in the device related to the complaint.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "distinct shell buckle with a corner". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.